Manufacturer narrative:
The investigation determined that a lower than expected vitros sodium (na+) result was obtained from a non-vitros biorad quality control (qc) fluid processed using vitros chemistry products na+ slides lot 4225-1015-0394 on a vitros 350 chemistry system. The investigation could not determine a definitive assignable cause of the event. However, an issue related to the performance of the vitros na+ slides lot 4225-1015-0394 in use at the site is the most likely contributing factor of the event. Historical quality control results were not acceptable. In addition, the issue was resolved when the customer switched to an alternate lot of vitros na+ reagent. Continual tracking, and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros na+ lot 4225-1015-0394. An instrument related issue is not a likely contributor of the event as diagnostic precision testing performed on the vitros 350 chemistry system was within acceptable guidelines. An issue related to the vitros calibrator kits is not a likely contributor of the event as at least two different lots of calibrator kits were used in combination with vitros na+ lot 4225-1015-0394 which produced unacceptable qc results. An acceptable calibration and acceptable qc results were obtained when the customer recalibrated using an alternate lot of vitros na+ reagent. An issue with the vitros erf fluid is not a likely contributing factor of the event as unacceptable calibrations and qc results were obtained using two different lots of erf in combination with vitros na+ lot 4225-1015-0394. Acceptable calibrations and qc results were obtained using both lots of erf in combination with an alternate lot of vitros na+ reagent.

Event description:
A customer contacted the ortho clinical diagnostics technical service center (tsc) to a report lower than expected sodium (na+) result obtained from non-vitros biorad quality control (qc) fluid processed using vitros chemistry products na+ slides on a vitros 350 chemistry system. Biorad lot 56930 l2 vitros na+ result of 140.0 mmol/l vs the expected result of 154.5 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected result was from a qc fluid and was not reported outside of the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).